Event description:
Baxter 500ml intravia empty container item 2b8013, lot# dr17k11048 was defective. IV medication (alglucosidase alfa) transferred into container was leaking from the bottom seam of the bag.